Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator battery pack was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that there was a popping sound when the system was moved laterally, followed by a burning smell and kv cable and high voltage error messages. This resulted in a loss of x-ray functionality. There is no report of pt injury.